Event description:
A Trilogy 100 ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use.During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, an error code indicating an Internal Li-Ion Battery Permanent Failure occurred was observed in the device event log. No repairs were performed and the device will be scrapped.

Manufacturer narrative:
The reported failure of Internal Battery is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.